Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 573 mg/dl. Patient's current blood glucose value: 193 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. Troubleshoot was declined for high blood glucose. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unable to verify prime/fill anomaly due to motor error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, cracked reservoir tube, cracked lcd window, cracked reservoir tube window, stained keypad overlay, stained end cap sticker and stained address/serial number label.